Event description:
It was reported upon inspection, team member found a scratch on the sterile package. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; g3; h2; h3; h6 visual review of the (10) device pouches found a scratch like mark on the tyvek seal. The mark is approximately 8/32 and is cosmetic only. The mark does not penetrate the tyvek. All pouches are sealed with no voids or breach of sterile seal. No product failure was found as the products are within specifications. No further investigation or action is required after review. Upon further investigation, it has been determined that the packaging meets the acceptable criteria specifications and the sterility has not been breached. This event is no longer considered reportable. Therefore, the initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.